Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue; time and date reset to factory default setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: review of the black box data revealed record of time and date reset to factory default setting on december 23, 2014. On investigation, the pump was exercised for 24 hours without issue. Afterward, the battery was removed from the pump for 6 hours; the time and date reset to the factory default setting. Investigation duplicated the complaint. The pump was opened for investigation and revealed corrosion underneath the internal clock battery. Unrelated to the original complaint, the battery compartment was noted to be cracked on the side at the seal case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.